Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the podj pusher assembly; the pusher assembly was kinked approximately 139.0 cm from the proximal end and in multiple locations along the hypo-tube; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the pod6 was able to be advanced out of its introducer sheath and through a microcatheter. The pod6 was advanced through a demonstration px slim and out the distal tip without an issue. Therefore, the root cause of the reported inability to advance the pod6 out of its introducer sheath could not be determined. Further evaluation of the pod6 revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packing the device for return. Further evaluation of the returned devices revealed that the podj pusher assembly was kinked. This type of damage typically occurs due improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The kink in the pusher assembly likely contributed to the friction experienced during the procedure. Further evaluation of the podj revealed that the pusher assembly was kinked in multiple locations along the hypo-tube. These kinks were likely incidental and may have occurred while packaging the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak type 1 using pod packing coils (podj coil) and pod6 coils. During the procedure, the physician successfully deployed and detached few ruby coils in the target vessel using a non-penumbra microcatheter. Next, the physician decided to use a pod6 coil; however the pod6 coil was unable to advance out of its introducer sheath and into the microcatheter. After several failed attempts to advance the pod6 coil out of its introducer sheath, the physician decided to remove it and to use a podj coil instead. However, while advancing the podj coil through the microcatheter, the physician experienced friction at the location where the pusher assembly transitioned from soft to hard and subsequently, the podj coil was unable to move forward or backward. Therefore, the microcatheter and the podj coil were removed all together from the patient. The microcatheter was then flushed and re-inserted in the patient's body and the procedure was completed using additional ruby coils and the same microcatheter. It should be noted that the physician did not maintain continuous flush through the rotating hemostasis valve (rhv) but did a manual flush with a syringe. There was no report of an adverse effect to the patient.